Manufacturer narrative:
The reported event is confirmed. Visual inspection noted that the post had broken off of the fixed anchor. The handles/introducers were functional with no visible defects observed. Further examination with magnification noted that the tip of the anchor was bent/rolled. The appearance of the anchor tip is consistent with the anchor making contact with bone. Based on the tip of the anchor being bent/rolled it is believed that this is user related damage and not due to a malfunction of the product. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the ajust helical sling system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over correction/typically too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, vagina, rectum or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera or adjacent organs. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence. (B)(4).

Event description:
(B)(4). It was reported that the anchor broke during sling placement. A 2nd kit was used without further incident.